Manufacturer narrative:
The reported event ¿that the device would start fine but then would stop¿ was confirmed as the device motor speed appeared to be very erratic. The unit ran, had a high pitch sound and appeared to be running fast when it was returned to zimmer biomet surgical. The root cause of the reported event could not be specifically determined, but is most likely related to an issue with the lack of preventative maintenance on the device. The device is over twenty years old and has not been returned to zimmer biomet surgical for servicing at least since july 2011. Devices of this nature should have preventative maintenance performed on an annual basis. As noted by the service technician, electric dermatome, serial number (B)(4), repair of the device was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the power cord assembly, power switch, ball detent, damaged head, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, ¿o¿ ring and width plates. Electric dermatome, serial number (B)(4), was then tested and functioned properly. The electric dermatome power supply, serial number (B)(4), was recalibrated and functioned properly. Post repair analysis revealed corrosion to the electric dermatome motor body and it should be noted that the unit was completely rebuilt. Electric dermatome, serial number (B)(4), was repaired, tested and returned to the customer. There are no recommended actions at this time.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
The reported issue occurred during surgery while the surgeon was attempting a skin graft and supposedly this same problem occurred several months prior to a different surgeon while attempting the same procedure. It was confirmed that there was no patient or operator harm/injury associated with the report but only a small strip was harvested at the time and the surgeon attempted to manually push the skin graft mesher but this had poor results. She stated that there was no back-up or replacement available and there was a slight delay as the surgeon attempted to use to malfunctioning skin graft mesher. The patient was under anesthesia at the time but the procedure was subsequently terminated and rescheduled to a later date as the surgeon was unable to obtain the graft harvest except for a small strip that was used.